Event description:
During service by baxter, the infusion pump was found to contain a malfunction of inoperable "stop" key on phm keypad. This event occurred during product evaluation. No additional information was available. Uim master software versions with a software configuration number ending in 5.04.00 will be categorized as unremediated.

Manufacturer narrative:
(B)(4). During pre-screen service, an "inoperable stop key on phm keypad" was discovered.the device has been received for evaluation, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.